Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. In response to FDA report number: mw5093901. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation "extruding through the skin", seroma, "incision won't heal".

Event description:
Patient reported a "jabbing sensation from her tissue expander". Patient also reported reported that the right side tissue expander has formed a "v" shape, has fallen down, is poking through the skin, the expander has a hole in it, and "right side seroma". Additionally patient also reported that "they had a bleed on the right side", and "was sent home with a hematoma" - these events are not device related. Device has been explanted. This record is for the right side.